Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported image malfunction was due to the deformation/bending of the connection pin from excessive force. Regarding fan failure, a failure occurred when an external force was applied to the rear panel because the deformed part of the rear panel and the position of the fan were matched according to the physical evaluation or it may have been caused by the fan coming into contact with the deformed part. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Event description:
There was no patient involvement with this device as the event occurred during inspection before use. The procedure was completed using another device without issue. No adverse outcome to the patient.

Manufacturer narrative:
The device was returned to the olympus service center and the evaluation confirmed the reported event as the pins inside the video connecter were bent causing the no image condition. Additionally, the rear panel was damaged/deformed; and damaged fan. The device was repaired and returned to the customer. A review of the device's repair history shows the unit was purchased on (B)(6) 2018 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, when plugging into the video system center there was reportedly no picture and it looks like the connection prongs are bent. No patient injury or harm was reported.